Event description:
Patient reported left side "capsular contracture baker grade unknown, and pain." Healthcare professional later reported "capsular contracture baker grade iii, hardening, and displacement of implant." The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: deformation observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; b.6; d.6b; d.9; h.3; h.6.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, pain, hardening, displacement of implant.

Event description:
Patient reported left side "capsular contracture baker grade unknown, and pain." Healthcare professional later reported "capsular contracture baker grade iii, hardening, and displacement of implant." Device remains implanted.